Manufacturer narrative:
(B)(6).

Event description:
Error 1007.the customer called technical support (ts) reporting that the device has is getting an error (1007) machine and proximal pressure sensors failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Bench repair evaluated the device and recommended follow up activities. After every repair both air inlet and cooling fan filters need to be replaced. The plate holding o2 inlet is the old model and needs to be replaced for electrical safety reasons. The power cord needs to be replaced due to electrical safety issues. Internal battery is 8 years old; it needs to be replaced due to errors related to the battery. Issues related with the power management; it needs to be replaced. Device with errors on sensors, pcba data acquisition needs to be replaced. Part of front panel is broken it doesn¿t fit properly and needs to be replaced. The top cover is a bit broken and needs to be replaced.

Manufacturer narrative:
The customer did not accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information was provided. If the decision is made to have the device repaired a new service order will be opened and will be captured through philip's normal complaint procedure.